Event description:
The customer reported that multiple communication error codes displayed intermittently during the imaging. It is possible that the error codes may have interrupted the imaging and the image may have needed to be retaken. This would have resulted in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). Assessment of the reported issue found that the problem was due to a bug in the software. The ne control software was upgraded to version (B)(4) and the problem was resolved. (B)(4).